Event description:
The customer reported that her insulin pump alarmed motor error during basal delivery. The blood glucose reading was 120mg/dl. Troubleshooting was performed. Assisted the customer to run the displacement test and failed. The caller also mentioned receiving no delivery alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.